Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, and noticed an unacceptable discrepancy between the sensor glucose and the blood glucose values, and the insulin delivery was not suspended. The customer was also reported possible under delivery anomaly. The customer blood glucose was 200 mg/dl and sensor glucose value was 146 mg/dl at the time of incident. The customer reported blood glucose was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-242a, mmt-1884l, mmt-7040a, unk_reservoir. Troubleshooting was performed for difference between glucose values, the difference between sensor glucose and blood glucose values was beyond 30% limit. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48hours of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No harm requiring medical intervention was reported. No product return is required for mmt-242a. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.